Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer reported an issue with the vessel sealer extend (vse). The vse failed and resulted in an abort to open. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issue. The customer had no additional details about the issue as far as the arm it was installed in, whether the vse was used in the e100/iesu, or how exactly the vse failed but the customer has indicated something was wrong and was not going to perform surgery without the system being checked. The procedure was converted to open surgery.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was informed that in-service will be provided for best practices for fiber cable usage to the staff. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.